Event description:
A healthcare facility in china that the tubing of an opt970 optiflow + tracheostomy direct connection was found damaged during patient use. There was no patient consequence.

Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) is currently in the process of completing f&p's investigation. F&p will provide a follow up report upon completion of f&p's investigation. Product background: the opt970 optiflow + tracheostomy direct connection is a patient interface used for delivery of humidified respiratory gases directly into the patient's tracheostomy. The interface is held in place by a lanyard which is placed around the patient's neck or attached to the patient's clothing or bedding to remove the load of the breathing circuit from the patient's tracheostomy. A tubing clip is also provided to support the weight of the circuit and prevent the tubing from being dislodged. Optiflow + interfaces are designed for use with the airvo series humidifiers and are also compatible with the fisher & paykel healthcare (f&p) mr850 and 950 humidification system devices. Optiflow + interfaces are intended for use with spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases. Optiflow + interfaces are not intended for life support and appropriate patient monitoring must be used at all times.

Event description:
A healthcare facility in china reported that the tubing of an opt970 optiflow + tracheostomy direct connection was found damaged during patient use. There was no patient consequence. Upon requests for further information from the healthcare facility, it was confirmed that the reported event involving the subject device was reported by f&p in error as a duplicate. This report was a duplicate of MFR report number 9611451-2026-00802.

Manufacturer narrative:
(B)(4). Corrected data: b4, b5, g3, g6, h2, h6, h10, h11. D4, h4, h10: upon requests for further information from the healthcare facility, it was confirmed that the reported event involving the subject device was reported by fisher & paykel healthcare (f&p) in error as a duplicate. This report was a duplicate of MFR report number 9611451-2026-00802. F&p has completed the investigation and the combined initial and final report was submitted on 04-mar-2026 under MFR report number 9611451-2026-00802.